Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the ltv 1200 ventilator was sucked into the MRI and the unit shuts on and off intermittently. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation and was unable to duplicate the reported issue. During bench testing the vent alarmed "hw fault" and further investigation revealed that the fan assembly is creating the non-conformance. As a resolution, the rear weldment and main board was replaced. 30k pm was performed and the turbine was replaced as part of the 30k pm.